Manufacturer narrative:
The initial failure description was that the rotaflow displayed the error message "head error". The rotaflow pump system consists of the rotaflow console and the rotaflow drive. The rotaflow console is used for control and flow display. The rotaflow drive is the drive for the single use product. The drive is connected to the console via a cable. The reported "head error" can indicate errors in the console and / or the drive. A getinge service technician was on site on 2021-06-23 to repair the affected rotaflow (serial#(B)(6)). The technician replaced the rf (rotaflow) power supply pcba (material#701011675). The device is working as intended. An investigation of a rotaflow system that exhibited a similar issue "head error" was performed in getinge life cycle engineering on 2018-06-08. The most probable root cause could be determined as: a defect fuse f4 on the power supply board of the rotaflow. The cause of the defect fuse f4 is probably outside of the rotaflow console. Based on these investigation results the reported failure could be confirmed. The product in question was produced in 2016-03-01. The review of the non-conformities has been performed on 2021-09-21 for the period of 2016-03-01 to 2021-06-16. It does not show any non-conformity in regard to the reported product and failure. There is no indication on manufacturing issues occurred during this time, thus production related influences are unlikely. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available. Further information has been requested but not yet been received.

Event description:
It was reported that a rotaflow displayed the error message ¿head error¿. The failure occurred during routine check of the device. Complaint ID: (B)(4).